Event description:
It was reported that the ilet could not be unlocked because the on-screen arrows were unresponsive, and a crack was observed on the screen; the user could not complete a supply change and temporarily reverted to subcutaneous insulin injections to manage blood glucose. Symptoms included hyperglycemia described as ¿high.¿ outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive key/button and implicated the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.